Event description:
The catheter was found to have a break, tear, or hole. It was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.